Manufacturer narrative:
Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the event occurred due to a possible use of a high-energy treatment device (such as a laser or high-frequency device) without ensuring sufficient distance from the tip. The event can be prevented by following the instructions for use which state: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Gif/cf/pcf-290 series operation manual chapter 4 operation:4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a burnt tip cover. There were no reports of patient involvement.